Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip had a rupture and the joules used were 35678 for 12:23 minutes. The procedure was completed with another fiber without patient complications. The gland volume of the patient was 70ml.